Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after a maa (gregated albumin) interventional procedure. Reportedly, after the procedure, while pressing the thumb advancer of the starclose to split the sheath, the cutter came out the side of the sheath, pulling apart the sheath. Manual arterial compression was used to achieve hemostasis. The patient noted pain post procedure. A follow-up/emergent ultrasound was performed with no significant hematoma/pseudoaneurysm seen. The physician felt the pain was not related to the issue with the starclose device. There was no reported clinically significant delay due to the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.